Manufacturer narrative:
This report is based on information provided by medtronic investigation personnel. The bravo was received for evaluation. This product does not have an expiration date. The returned sample did not meet specification as received by medtronic. The visual inspection found the cover of the on/off switch stuck inside. The reported condition was confirmed. A CAPA has been issued for this failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the recorder had power on issues and it powered off during the study. The recorder has been returned for investigation. There was no patient and user harm and a repeat procedure was necessary using a different recorder.